Event description:
It was reported that while the surgeon was using the perforator bit, it failed to disengage and only stopped after drilling through the dura. It was reported that there was no pt injury.

Manufacturer narrative:
Device not returned for eval. Awaiting further info regarding this incident.